Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an early sensor expiration was reported. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.